Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the longevity of this device had decreased drastically over a four month period leading the field to believe the battery may be prematurely depleting. At this time, there are no plans to explant the device as the patient will continue to be monitored. The device remains in service and there were no adverse patient effects reported.